Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced interrupted insulin delivery during a supply change when no drops were observed despite holding for multiple units, with later observation of insulin drops on the counter and no detectable leaks on the cartridge or tubing; the user was using teflon insets with 23-inch tubing and prefilled cartridges, and delivery resumed after all supplies were replaced. Symptoms included no change in blood glucose. Outcomes included no clinical impact and no need for medical intervention. Investigation included guided troubleshooting, verification of connections while the cartridge was installed, inspection for leaks along the cartridge and tubing, and replacement of the infusion set and connector. Investigation of this case revealed an infusion set or connector-related occlusion that resolved after supply change, consistent with a delivery obstruction at the disposable supply interface rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or connector issue leading to an intermittent occlusion that was corrected by replacing the disposable components.